Manufacturer narrative:
An event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
The patient's implant sheet was received on june 5, 2015 and two additional devices were investigated. The additional devices are: mod con dist stem 16 x 155 mm, catalog: 6276-7-016, lot: caxp607a, sterile lot: 1310hcm. 21mm mod rev hip body/bolt stdcomponent, catalog: 6276-1-021, lot: 49221601, sterile lot: 1410ocm. The investigations for both of these additional device found that they were manufactured and accepted into final stock with no reported discrepancies. Additionally, there have been no other events for the reported lot and sterile lot. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's left hip was revised due to infection. An I & d was performed and only the head was exchanged.

Event description:
The patient¿s left hip was revised due to infection. An I & d was performed and only the head was exchanged.

Event description:
The patient¿s left hip was revised due to infection. An I & d was performed and only the head was exchanged.

Manufacturer narrative:
It was noted that both the surgeon and hospital are unwilling to provide any further information or documentation. A supplemental report will be submitted upon completion of the investigation. Device not available.